Event description:
It was reported that there was a shocking or jolting sensation. The patient had gotten the implantable neurostimulator (ins) turned off but had not known how to turn it back on. They had gotten the device turned back on and the patient had gotten a big jolt when it was turned back on. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0g15d, implanted: (B)(6) 2014, product type: lead. (B)(4).